Event description:
It was reported that the customer's insulin pump had a drive/motor anomaly. His/her blood glucose level was 22.4 mmol/l. The insulin pump blocked the fill menu. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test and unable to prime during prime/a33 test due to detached end cap. The motor passed motor test. The drive motor was inspected and no drive motor anomaly was noted. Unable to perform occlusion test due to a33 error alarm. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump has minor scratched lcd window, cracked battery tube threads and cracked reservoir tube